Event description:
Reporter alleged obtaining discrepant back to back blood glucose results 360 mg/dl, 225 mg/dl and 170 mg/dl when all tests were performed within 10 mins on the advantage system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.